Manufacturer narrative:
There was no product returned for this complaint. No returned product evaluation could be completed. A image was sent by the account that pertains to the sheath. Damages could not be determined from the image, since it did not include the image of the dilator. Manufacturing record review was completed and no related nonconformances were found. If the device returns for evaluation a follow-up report will be submitted. At this time cause could not be established.

Event description:
As reported: the access site was calcified. The 4f stiffen micro-introducer failed during access. Specifically, the distal 5cm of the introducer broke off in the patients right femoral artery upon pullback by physician. There was no significant resistance felt during the withdrawal, however, there was a very slight bit of resistance right prior to the introducer coming out of the body. Site reported that this product still has not been released by risk management at site, so it will not be able to be sent immediately. Multiple attempts were made to the site for return of the device for evaluation.